Event description:
The customer reported the displays are flashing on and off, and system displayed a fast stop error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the system needed a ups. Customer has not yet approved purchase of the ups. (B) (4).